Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_prog lot# serial# unknown. Product type programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider via a manufacturer representative regarding a patient receiving morphine 20mg/ml at 2.849mg/day via an implanted pump. Indication for use was noted as non-malignant pain. It was reported that the patient's pump was filled on (B)(6) 2016. The pump was refilled with 20mg/ml of morphine but they entered 40mg/ml in the programmer. It was noted that the patient was getting double the amount of medication they had listed in the programmer. The patient had not had any symptoms or problems. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that troubleshooting was performed; the print out from the patient's refill was examined by the office as well as the prescription of medication that had been ordered and used to refill the pump. The cause of the programming error was confusion about concentrations. Actions taken; the staff was educated and showed the difference between concentration and amount, (40ml of morphine was used to fill the pump, which is why they thought it was 40mg/ml of morphine, when it was really 20mg/ml), the staff was educated on how to properly identify drug concentrations, the patients concentration and dose would be adjusted accordingly at her next refill. The serial number of the programmer was unknown. The patients weight at the time of the event was also unknown.